Event description:
It was reported that the monoblock on the 8800 system could not be calibrated. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The monoblock was replaced during the service call. The system was tested, and found to be working as intended, and put back into service.